Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "wobbles and looses connection/power to pump" was not confirmed. External visual inspection found no damage; all labels are up to date and within current revision level. Installed into know good pump wbm started charging and no alarm or additional issue occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. During internal visual inspection a non-OEM lithium cell battery was found. The cause of the condition was undetermined however, non-OEM lithium cell battery required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a iq wireless battery wobbles and looses connection/power to pump during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.